Manufacturer narrative:
(B) (4). (B) (4).

Event description:
According to the reporter: the sulu only fired partially and a metal component was bent. Surgery was converted to an open procedure. The patient status was reported as o.k.